Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the insulin pump did not give any alarm or error message to inform the customer that the cartridge was empty. No adverse event occurred.